Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when performing bladder irrigation with saline solution of 30 cc after placement, the saline solution was not withdrawn through the drainage lumen, but was withdrawn through the opening of urethra. Therefore, the operator removed the catheter from the patient, and inflated the balloon outside of the patient. The balloon inflated asymmetrically (ratio was 1:9).

Event description:
It was reported that when performing bladder irrigation with saline solution of 30 cc after placement, the saline solution was not withdrawn through the drainage lumen, but was withdrawn through the opening of urethra. Therefore, the operator removed the catheter from the patient, and inflated the balloon outside of the patient. The balloon inflated asymmetrically (ratio was 1:9).

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The evaluation verified no difficulty of water flowing through the inflation lumen and drainage eye. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "(1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"